Event description:
It was reported that the patient experienced elevated blood glucose throughout the day while using the ilet, with multiple infusion set changes and no verification of a bent cannula, and the caregiver used meal announcements to attempt correction of highs. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and the need for user education. Investigation included troubleshooting with the caregiver, education on proper use of meal announcements, assignment of additional training, and transfer for further guidance. Investigation of this case revealed user technique issues related to infusion site management and inappropriate use of meal announcements to correct hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.